Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pacer test failed. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the pacer test. Based on the information provided, it was initially reported that the device failed the pacer test. However, subsequent information received confirmed that there was no issue with the device regarding the pacer test, and that the operational check was performed incorrectly by the customer. The device is fully functional and remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. It was confirmed that there was no device malfunction, and that the operational check was performed incorrectly by the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.